Manufacturer narrative:
A field service engineer (fse) stated that the ventilator was worked on by a 3rd party company. It was reported that the 3rd party authorized service provider (asp) technician ordered parts to resolve the issue. The philips fse tested the device following the 3rd party repair and confirmed that the device passed all testing and verification. The device was ready to return to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was producing an 1102 (check vent: primary alarm failed) error code. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) found during onsite service on (B)(6) 2023 that the device was now producing an 1102 error code. Following replacement of the battery, the error code was still there. In a good faith effort (gfe) response from the authorized service provider (asp) received on 10 aug 2023, it was stated that they contacted the customer and confirmed the device was still not working and still not in service. Further troubleshooting and resolution is pending onsite service. The investigation is ongoing.